Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed adhesive peeling at the device objective lens could not be determined, however, the issue was likely the result of component failure/degradation due to repetitive use stress and or external factors. Additionally, the observed poor quality/stained device image was likely the result of expected or random electrical/electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex 3d deflectable videoscope was found to exhibit peeling of the objective lens adhesive and a heavy stain on the imager/image. There was no patient involvement, and no harm was reported as a result of the event.